Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause, treatment and the patient outcome of the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. One week prior to the receipt of this report, the patient¿s pd catheter was removed due to the peritonitis and the patient was transferred to hemodialysis. No additional information is available.